Event description:
Patient underwent a standard procedure with use of two admiral xtreme pta balloon catheters to treat a lesion located in the prox to mid sfa (right leg) with no issue reported. However it was reported that approximately 6 months post index procedure patient presented with symptoms. Re-stenosis in target limb was confirmed. Revascularization was performed. Investigator reported that the event was definitely related to the study device and procedure. Patient is reported to be recovered. It was reported that a target lesion re-stenosis was confirmed approximately 1 year post index procedure. No treatment was provided. Investigator reported the event was not related to the study device. No other clinical sequelae were reported.

Manufacturer narrative:
Inherent risk of the procedure (restenosis requiring medical/ surgical intervention). (B)(4).